Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 4fr s/l powerpicc catheter. The sample contained dressing-like usage residue on the luer hub, extension legs, molded joint and red residue on the catheter shaft. Gross visual evaluation of the device found no potential cause or source of leakage. The sample was then functionally tested for fluid flow using water and a 12ml syringe. No amount of hand pressurization of the syringe resulted in leakage. The sample was confirmed to be patent to infusion during flow testing. As the described leakage could not be reproduced, and no potential cause of leakage was observed, the complaint was unconfirmed. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recq0279 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had a PICC placed in his right brachial vein. It was placed on (B)(6) 2018 due to a pseudomonas deep wound infection. Patient received infusions of vancomycin an pipercillin-ceftazimine. On (B)(6) 2018, it was stated the patient developed clear drainage around the site. The exposed catheter was intact. Us doppler study was performed and no dvt was identified. The PICC was exchanged on (B)(6), and the patient was transferred to outside facility the next day. Reporting facility does not know if the drainage described continued after discharge.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0279 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had a PICC placed in his right brachial vein. It was placed on (B)(6) 2018 due to a pseudomonas deep wound infection. Patient received infusions of vancomycin an pipercillin-ceftazimine. On (B)(6) 2018, it was stated the patient developed clear drainage around the site. The exposed catheter was intact. Us doppler study was performed and no dvt was identified. The PICC was exchanged on (B)(6), and the patient was transferred to outside facility the next day. Reporting facility does not know if the drainage described continued after discharge.